Event description:
The pt experienced a thrombotic event seven months post index procedure. To treat the thrombus, poba was conducted. The procedure was an elective case. Both lesions involved were denovo, concentric, bifurcated and classified as type c. The first target lesion was at the mid left anterior descending (lad) coronary artery; the lesion was 40mm in length. The second lesion was at the proximal circumflex; this lesion was 30mm in length. To treat the mid lad, pre-dilation was conducted with a 2.5x20mm balloon at 14atm for 20 seconds. Followed by deployment of a 2.5x18mm cypher stent at 20atm for 20 seconds. A second 3.0x18mm cypher stent was deployed at 20atm for 11 seconds. The two cypher stents were overlapping each other. Post-dilation was conducted using a 3.0x14mm balloon at 12atm for 20 seconds. Ivus was conducted. Timi flow pre and post procedure was 3. The residual % of stenosis after the procedure was 0%. Act was not measured. One week later the proximal circumflex was treated. Pre-dilation was conducted using a 2.5x20mm balloon at 13atm for 30 seconds. A 2.5x18mm cypher stent was deployed at 18atm for 20 seconds. Followed by a second 2.5x23mm cypher stent, deployed at 20atm for 20 seconds. The two cypher stents were overlapping each other. Post-dilation was not conducted. Ivus was conducted. Timi flow pre and post procedure was iii. The residual % of stenosis after the procedure was 0%. Act was not measured. Pre, intra and post procedure antiplatelet therapies included asa 100mg/day, cilostazol 200mg/day, sarpogrelate hydrochloride 200mg/day and heparin.